Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during meniscus repair procedure, the fast-fix straight were found in the box of a fastfix reversed 360 curved, wrong products in the box. The procedure was successfully completed without significant delay using the same device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The evaluation of the provided image found to be of two straight fast fix 360, no picture of packaging was included in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. There was no way to determine if the device contributed to the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H6: health effect - impact code.

Manufacturer narrative:
H3, h6: a device deficiency was identified. The evaluation of the provided image found to be of two straight fast fix 360, no picture of packaging was included in the image. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast- fix 360 assembly procedure, found that for fast fix reverse curved is inspected to be properly bended. If any of the inspected parts fail, the inspected part must be rejected and an nc shall be addressed. Although a review of device records showed there were no indications to suggest that the product did not meet specification upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing issue. A corrective action and non-conformance was initiated to address this issue. The manufacturing of the reported devices was stopped to modify the manufacturing process to include the proper specifications and inspections to reduce the occurrence of the reported event.